Event description:
Procedure: gastrectomy. Reportedly, the device did not work correctly. There were "strong bleedings" during the case. A comparable device was used to complete the procedure without incident. There were no injuries reported to the pt. Note: due to the lack of info about this incident, attempts were made to acquire add'l info about the event from the incident reporter. However, to date, no add'l info has been provided. During routine review, this report was reevaluated and at that time the decision was made to file a report based on the info provided.